Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a circulatory support pump was placed using left-side percutaneous femoral arterial access. During the period of support, the patient experienced bleeding at the access site. The device was later removed, and the patient survived the procedure. No additional information regarding patient characteristics, device performance, or the potential return of the product was provided.